Manufacturer narrative:
On-site investigation was made by our field service engineer. It could be verified that the o2 diss fitting had loose up and backed out of the o2 module gas input. The o2 module's female threading had a little bit of cross-threading. Replaced the o2 module and replaced o2 diss fitting for precautionary purposes due to possible metal fragment entering inside the o2 module. Performed pre-use check few times, functional tested without any failures or issues. Servo-air ventilator services completed. Performed pre-use checkout. Calibration and functionality checks to factory specifications. Returned to customer and cleared for use. The root cause for the reported issue could not be determined.

Event description:
It was reported that the diss connection o2 was separated from the o2 gas module. There was no patient harm. Manufacturer's ref.#: (B)(4).